Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 250 mg/dl. The customer stated that the issue is not with the pump but with the reservoir and that he keeps having the same issues. The customer does not want to trouble shoot the issue, but just wants to have the problem documented. A new reservoir was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.